Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was 221 mg/dl. It was also found the customer was unable to complete the rewind sequence on their insulin pump. The customer stated their insulin pump had gone blank and turned off. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery tests were not performed due to motor error alarm. All operating currents were normal. No unexpected low battery or off no power alarm noted. No blank display or damage inside the device noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)